Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully with without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully with without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.